Manufacturer narrative:
The console (aic) was returned for evaluation. Upon evaluation of the console, the reported issue of detecting the purge pressure disc was reproduced and the purge flag was confirmed to be broken (missing at blue disc retainer). The failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records.

Event description:
Red alarm with purg disc not detected: replaced with 2 purge cassettes, these were also not recognized. Replacing aic resolved the issue.